Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not available. Two video clips taken of the x-ray screen cannot confirm expansion issue; the stent is visible with minor irregularity but in open configuration which leads to an inconclusive evaluation result. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instruction for use for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: b5, d4 (expiry date: 09/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement through left common iliac, the device allegedly failed to expand in the proximal end. The procedure was completed using another device for post dilation. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, the videos were provided for review. The investigation of the reported event is currently underway. Expiry date: 09/2022. Device not returned.

Event description:
It was reported that during a stent placement, the device allegedly failed to expand. There was no reported patient injury.